Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed during the prime test due to faulty forde sensor resistor. The insulin pump passed the operating currents measurement, self test, and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. The insulin pump alarmed for a reset error after battery change due to faulty component on the interface circuit board. Motor passed motor test. The insulin pump had minor scratches to the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed during the rewind. The blood glucose reading was 210 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.